Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found that there was no hypo tube kinks noted. No issues with mid shaft, inner or outer polymer extrusion. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. Stent strut row 1 and 4 on the distal end of stent pulled and deformed in a distal direction and extended past the distal marker band. No issues noted with balloon. The tip was visually and microscopically examined and slight damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-dec-2016. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely tortuous and severely calcified diagonal branch. Following pre-dilatation, a 2.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion and the procedure was terminated. No patient complications were reported. However, returned device analysis revealed stent damage.